Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing noted a nonfunctional upstream occlusion. The downstream occlusion seal and upstream occlusion were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for battery compartment was damaged; however, the device evaluation noted a detached downstream occlusion seal. The event happened during testing.